Event description:
Caller alleging that a nurse was burned when trying to replace the batteries in the inratio. The manager of the facility stated that the nurse didn't report the burn or have any treatment done because of it. She just put a note on the meter that she obtained a mild shock/burn when replacing the batteries.

Manufacturer narrative:
Investigation pending.